Event description:
The pt's meter did not power on. A medical affairs specialist (mas) mailed a letter to the pt since the user could not be reached by telephone for further clinical info. The pt last tested on his meter in 2006. There is no info on what the reading was on his meter at that time. Date unknown, the pt's feet were tingling. He tried to test and the meter did not power on. He took insulin after attempting to use the meter and went to the hosp where he was treated with glucose. There is no info on what the pt's blood glucose reading was in the hosp. The meter is not a new product (out of box). The pt was using the correct vial of test strips. The meter does not power on by pressing the power button. The subject meter did not power on when the subject test strips were inserted all the way into the meter. The battery contacts were good and the pt replaced the battery less than a year ago. Customer care agent (cca) sent the pt a replacement meter. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the incident and reading in the hosp. The complaint is being reported since the pt was unable to test and was treated by a medical professional for hypoglycemia.